Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4), to submit this event that happened in (B)(6). Problem: a technician using this x-ray system found an imaging module problem during a case. The problem was that the frontal and lateral format changed automatically. A strange metal part was found inside the imaging module. There was no harm to the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.